Event description:
Event description guidant received information that this implantable lead exhibited an out-of-range shock impedance measurements. The measurements have varied between normal and out-of-range over the last 2 months. All other lead diagnostics are normal and consistent. The patient has severe congestive heart failure with a lot of fluid in his lungs. Additional information was received stating the physician elected to do an invasive procedure and discovered that distal port/distal coil portion of lead easily pulled out of device. The physician elected to changeout the device, feeling the setscrews became loose.